Manufacturer narrative:
(B)(4).

Event description:
They were unable to adjust the stimulation. The pt programmer display was showing "call your doctor" icon. An oor (out of regulation) condition was reported. On interrogation, they also rec'd an oor message. It was also noted that all readings with electrode 8 were >4000. The stimulator was reprogrammed and re-interrogated; there was no oor message. Additional info has been requested. A follow-up report will be sent if additional info becomes available.